Event description:
Bayer case number:(B)(4). The gynaecologist performed a salpingectomy but a fragment remained [device breakage] diffuse pain [pelvic pain female] fatigue (never normal) [fatigue] physical exhaustion [exhaustion] mental exhaustion [mental exhaustion] cervicobrachial neuralgia [cervicobrachialgia] cervical osteoarthritis [osteoarthritis of cervical spine] cervical osteoarthritis [osteoarthritis of cervical spine] itching [itching] skin breakouts [skin breakout] hair loss [hair loss] hair breakage [hair breakage] burnout [burnout syndrome] tooth loss [tooth loss] weight loss [weight loss] anguish related to the risk because of the fragment [anguish] I also had metal allergy tests done and it turns out that I am allergic to nicke [nickel allergy] nec kpain [neck pain] case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 04-oct-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of device breakage ("the gynaecologist performed a salpingectomy but a fragment remained") and pelvic pain ("diffuse pain") in an adult female patient who had essure inserted (lot no. D29713) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2018. On unknown date she experienced device breakage (seriousness criterion medically important), pelvic pain (seriousness criterion intervention required), fatigue ("fatigue (never normal)"), exhaustion ("physical exhaustion"), mental fatigue (" mental exhaustion"), cervicobrachial syndrome (" cervicobrachial neuralgia"), a first episode of spinal osteoarthritis ("cervical osteoarthritis"), a second episode of spinal osteoarthritis ("cervical osteoarthritis"), pruritus ("itching"), rash ("skin breakouts"), alopecia ("hair loss"), trichorrhexis ("hair breakage"), burnout syndrome ("burnout"), tooth loss ("tooth loss"), anxiety ("anguish related to the risk because of the fragment"), allergy to metals (" I also had metal allergy tests done and it turns out that I am allergic to nicke") and neck pain ("nec kpain") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcomes for pelvic pain, fatigue, mental fatigue, cervicobrachial syndrome, pruritus, rash, alopecia, trichorrhexis, burnout syndrome, tooth loss, weight decreased, anxiety, allergy to metals, neck pain and the last episode of spinal osteoarthritis were unknown. No causality assessment was received for essure with regard to pelvic pain, fatigue, exhaustion, mental fatigue, cervicobrachial syndrome, the first episode of spinal osteoarthritis, the second episode of spinal osteoarthritis, pruritus, rash, alopecia, trichorrhexis, burnout syndrome, tooth loss, weight decreased, anxiety, allergy to metals, neck pain or device breakage. The reporter commented: I didn't want any more children or contraception. I asked for tubal ligation but I was told that it was no longer done and instead I had the insert on (B)(6) 2015 without anaesthesia! I was getting worse and worse, so I asked to have it removed. Unfortunately, the gynaecologist performed a salpingectomy on (B)(6) 2018 but a fragment remained, and his anaesthesiologist in the operating theatre mobilised 2 upper incisors and I had to have my 4 incisors pulled out 3 weeks later because the pain was unbearable, which is a lot of trauma and complications. Which is a terrible mutilation (2 years of healing) and wearing dentures causes me neck pain and accelerates osteoporosis. Date of occurrence: (B)(6) 2015. Case comments: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). The gynaecologist performed a salpingectomy but a fragment remained [device breakage]. Diffuse pain [pelvic pain female]. Fatigue (never normal) [fatigue]. Physical exhaustion [exhaustion]. Mental exhaustion. Cervicobrachial neuralgia [cervicobrachialgia]. Cervical osteoarthritis [osteoarthritis of cervical spine]. Itching. Skin breakouts. Hair loss. Hair breakage. Burnout [burnout syndrome]. Tooth loss. Weight loss. Anguish related to the risk because of the fragment [anguish]. I also had metal allergy tests done and it turns out that I am allergic to nickel [nickel allergy]. Neck pain. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 04-oct-2024. The most recent information was received on 14-oct-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of device breakage ("the gynaecologist performed a salpingectomy but a fragment remained") and pelvic pain ("diffuse pain") in an adult female patient who had essure inserted (lot no. D29713) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2018. On unknown date she experienced device breakage (seriousness criterion medically important), pelvic pain (seriousness criterion intervention required), fatigue ("fatigue (never normal)"), exhaustion ("physical exhaustion"), mental fatigue ("mental exhaustion"), cervicobrachial syndrome ("cervicobrachial neuralgia"), a first episode of spinal osteoarthritis ("cervical osteoarthritis"), a second episode of spinal osteoarthritis ("cervical osteoarthritis"), pruritus ("itching"), rash ("skin breakouts"), alopecia ("hair loss"), trichorrhexis ("hair breakage"), burnout syndrome ("burnout"), tooth loss ("tooth loss"), anxiety ("anguish related to the risk because of the fragment"), allergy to metals ("I also had metal allergy tests done and it turns out that I am allergic to nickel") and neck pain ("neck pain") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcomes for pelvic pain, fatigue, mental fatigue, cervicobrachial syndrome, pruritus, rash, alopecia, trichorrhexis, burnout syndrome, tooth loss, weight decreased, anxiety, allergy to metals, neck pain and the last episode of spinal osteoarthritis were unknown. No causality assessment was received for essure with regard to pelvic pain, fatigue, exhaustion, mental fatigue, cervicobrachial syndrome, the first episode of spinal osteoarthritis, the second episode of spinal osteoarthritis, pruritus, rash, alopecia, trichorrhexis, burnout syndrome, tooth loss, weight decreased, anxiety, allergy to metals, neck pain or device breakage. The reporter commented: I didn't want any more children or contraception. I asked for tubal ligation but I was told that it was no longer done and instead I had the insert on (B)(6) 2015 without anaesthesia! I was getting worse and worse, so I asked to have it removed. Unfortunately, the gynaecologist performed a salpingectomy on (B)(6) 2018 but a fragment remained, and his anaesthesiologist in the operating theatre mobilised 2 upper incisors and I had to have my 4 incisors pulled out 3 weeks later because the pain was unbearable, which is a lot of trauma and complications. Which is a terrible mutilation (2 years of healing) and wearing dentures causes me neck pain and accelerates osteoporosis. Date of occurrence: (B)(6) 2015. Lot number: d29713, manufacture date: 2014-10, expiration date: 2017-10-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 14-oct-2024: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.